Event description:
Vascular occlusion, blanching and sluggish capillary refill in the lower lip [vascular occlusion]. Cool sensation on the inside of the lip [sensation of cold]. Significant bruise (on the inside lip) [injection site bruising]. Off label use in lips [off label use of device]. This report from the united states was reported by a nurse practitioner via company representative on 25-jun-2025 and concerns a patient of unknown age, gender and ethnicity who experienced a vascular occlusion with blanching and slugglish capillary refill in the lower lip, a cool sensation on the inside of the lip and a significant bruise in that area coincident with evolysse smooth. On (B)(6) 2025, the reporter injected smooth in the upper and lower lips using a 30-gauge needle. It was reported that the patient experienced an emergency vascular occlusion. The injector immediately observed blanching and sluggish capillary refill in the lower lip. The patient did not report any pain, and the treatment was stopped immediately. The injector then administered two tablets of oral asprin, injected eight vials of hylenex using a bd syringe, massaged the lower lip and applied a warm compress. The injector did not have access to an ultrasound. At the time of the report, the blanching had fully resolved, the tissue had returned to a pink color and the patient had a positive capillary refill. The patient did report a cool sensation on the inside of the lip, and the injector observed a significant bruise in that area. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the vascular occlusion was recovered, and the outcome of the cooling sensation and bruise were unknown. Safety database reference number (B)(4).